Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a use error-reuse of a single use product was confirmed; however, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) machine during fill 1, while the patient was connected, the nurse stated that when the alarm occurred the home patient (hp) ended therapy and started over with a new cassette but used the same bags. The alarm then repeated. The technical service representative (tsr) advised that when starting over with new supplies both lines and bags both need to be replaced. The tsr assisted with end of therapy early procedure. The rn was advised to start over with new lines and bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.